Event description:
During an endoscopic retrograde cholangiopancreatography (ercp), the physician selected a cook quicksilver bipolar coagulation probe. The probe was advanced through the endoscope and into position. The tip of the probe detached inside the duodenum. The tip was left to pass naturally through the gastrointestinal tract. Another quicksilver bipolar coagulation probe was used to finish to procedure. The pt did not require any additional procedures due to this occurrence. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Eval: the product was returned to our approved supplier for eval. Based on their eval, we can provide the following; the failure mode has been confirmed as the tip had sheared off. The detached portion of the tip was not included in the return. A visual inspection done under magnification exhibited the presence of adhesive between the tip and inner diameter of the tube. In addition, the coated wires were secured to the base of the tip and both probes. The tip had a clean substrate in the area where the tip transitions from the spiraled electrodes to the tip area. No other abnormalities were noted that could have contributed to this report. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. A sample test from this lot could not be conducted because none of the product from this lot remained in inventory. Conclusions: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the lab setting. Due to a variety of clinical conditions such as pt anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our lab analysis. This limits our ability to conclusively determine a cause. Tip breakage can occur if the tip comes into contact with a hard surface during use and/or general handling. Breakage of the probe tip can occur if the distal end of the endoscope is deflected more than 15 degrees when the bipolar probe is advanced or withdrawn from the accessory channel of the endoscope. The instructions for use warn the user not to pass the probe through an endoscope whose distal end is deflected at an angle more than approx 15 degrees. Prior to distribution, all cook endoscopy quicksilver bipolar probes are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all mfg requirements prior to shipment. Corrective action: based on the quality engineering risk assessment, no corrective action is warranted at this time. A review of the complaint history was conducted. Based on this review, the likelihood of this type of report is rare. Qa will continue to monitor for complaint trends.